Manufacturer narrative:
Additional device info - model no. 28-28-75l, lot no. W09-2254-001. Exp date: 08/01/2012. Review of lot records/work orders, prior reports. No issues were noted. Unk if pt anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Event description:
Access and deployment of a 25-16-120bl bifurcated device, two 28-28-75l proximal extensions, and a 16-16-55l limb extension. There was a slight intraoperative proximal type I endoleak, which could not be resolved with balloon post dilatation. A palmaz stent was placed with good seal.